Manufacturer narrative:
(B)(6). (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Patient code(s) - there is no code for revision due to loosening. Therefore, (B)(4) was selected. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06286.

Event description:
It was reported that the humeral component was revised due to loosening. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment, it has been determined that this device did not cause or contribute to the reported event.